Event description:
It was reported to boston scientific corporation in late 2008, that a hydratome rx cannulating sphincterotome was used during a ercp procedure (endoscopic retrograde cholangiopancreatography), performed on a female pt four days prior (pt is reported to be in her fifties). According to the complainant, the sphincterotome was inserted in the scope and a slice was noted at the bottom of the device. The procedure was completed with another hydratome rx cannulating sphincterotome. There were no pt complications as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be fine.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.